Manufacturer narrative:
Concomitant device(s): fracture humeral stem, replicator plate, fracture stem.

Event description:
Approximately 5 yrs postop the initial implant, this (B)(6) y/o female patient developed a periprosthetic fracture with deep seated infection required 2 staged revision to a different implant by another surgeon on the above date. The case report form indicates this event is not related to devices and possibly related to the procedure. This event report was received through clinical data collection activities. Devices will not return due to clinical study policy.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.